Event description:
It was reported that while setting up the device it was determined the device was shaving off the top of the tubing. The unit was removed from service and replaced with a spare. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). The tubing type and size used by the customer are not known. The device was evaluated by a maquet service technician. The rpm, alignment and operation of the guide rollers was assessed. The guide rollers were lubricated. A piece of 1/2 inch tubing was placed in the pump and successfully run for an hour. The device was returned to service. A supplement medwatch will be submitted if additional info becomes available.